Manufacturer narrative:
The delivery device was returned for evaluation. Visual inspection and microscopic examination found one side of the tip was split. Functional testing could not be performed due to the damage. The product evaluation confirmed the failure mode. The lens used with this device was not returned. Device history records (DHR) for the device were reviewed and the product was found to be performing within anticipated rates. Based on available information, the root cause of this event was determined as "operational context".

Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the doctor noticed a crack on the tip of the injector while pushing on the plunger. The haptic came out of the side of the injector. This occurred while preparing to inject the lens and there was no contact with the patient. The lens was implanted with another similar injector without any issue. The defective injector was returned and was evaluated. During the evaluation, microscopic examination of the tip found that one side of the tip was split. Additional information was requested but not received.